Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), product type lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intractable pain in their trunk/limbs. The patient stated that their implant came loose and is floating around their buttock which began in probably 2016. They had x-rays which showed that their wires were loose. They went to the emergency room (ER) and had a possible lead migration in 2015 so they turned off their device and quit using it. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.